Event description:
It was reported that: "vessel occlusion post manta deployment." Additional information: "micro puncture and ultrasound were utilized to gain access in the mid femoral head. The vessel was reported to have mild posterior calcification. Measured depth for the manta was 6cm. Time to hemostasis was 15 minutes. A balloon was used to achieve timi flow 3."

Manufacturer narrative:
Qn#(B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. A review of angiography revealed a medially positioned radiopaque lock proximal to the bifurcation with occluded flow at the access site. Ballooning angio indicates partial dog-boning and a dissection inferior to the access. The device lot history record review for lot number mn2401576 manta 18f indicated no non-conformities related to this lot, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. Following the initial procedure, an 18f manta was deployed to the measured depth for closure. Post-deployment angiogram performed indicated a partial occlusion at the manta access site. Ptca balloon inflation was applied for ten minutes, and a post-procedure angiogram indicated flow had been restored. The root cause of the occlusion requiring surgical intervention likely contributed to the anchor being positioned incorrectly due to the access positioned distal to the bifurcation and the presence of a dissection resulting in ischemia, potentially disrupting the proper placement of the manta anchor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "vessel occlusion post manta deployment." Additional information: "micro puncture and ultrasound were utilized to gain access in the mid femoral head. The vessel was reported to have mild posterior calcification. Measured depth for the manta was 6cm. Time to hemostasis was 15 minutes. A balloon was used to achieve timi flow 3."